Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate auto mode switch episodes and atrial lead noise. Programming changes were discussed; no intervention was performed. No additional information could be obtained.

Event description:
New information received noted that the right atrial lead continued to exhibit nose resulting in inappropriate mode switch episodes. The noise was reproducible in unipolar configuration with isometrics in the clinic. The device was reprogrammed to fixed atrial sensitivity. The patient was asymptomatic to the event and would continue to be monitored.